Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they the insulin pump had a blank display. They also reported that the insulin pump was exposed to moisture from urine. The customer had wet the bed. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The self-test was not performed due to the blank display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and disagreed to return the product for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.